Event description:
It was reported to philips, that the device indicates, it needs servicing. The service representative evaluated the device. The device needed co2 and nibp calibrations. The device had co2 and nibp calibrations successfully performed on the device. There were no malfunctions found. And no parts were replaced. The device was fully serviced. And no further actions were performed. The calibration of nibp and co2 is a device operational requirement. And is not a malfunction.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device indicates it needs servicing. Additional information has been requested. There was no reported patient involvement.